Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that the patient had bacteremia. The right ventricular lead had a vegetation. The device and leads were explanted.